Manufacturer narrative:
(B)(4). Investigation summary: no sample was received. Two photos were provided showing in each photo a syringe with a drug and the rubber stopper at about 2ml; the other photo shows the shelf box label. Based on the investigation the symptom reported by the customer couldn¿t be confirmed; we will continue monitoring and trending the complaints to this lot and symptom. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for lot #: 0014501 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. This lot was produced for 1.38mm units, this is a cpm of 0.72. Root cause description: with no sample analysis a probable root cause could not be offered. Rationale: CAPA not required at this time. A review of the applicable fmea/eura (B)(4) indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation.

Event description:
It was reported that the plunger could not be fully pressed in on the bd posiflush¿ normal saline syringe during use, only going to "5 ml" instead of the full "10 ml". The following information was provided by the initial reporter, translated from (B)(6) to english: "nurses of the third department of radiotherapy and chemotherapy used a flush (flush10ml) for catheter maintenance for patients, and found that the flush could not be pushed when the pulse was pushed to 5ml."